Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, patient had small amount of haemoptysis. CT thorax was performed and the symptom was resolved. The patient hospitalization was extended.